Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and silicone potting sealing the wire entrance to the yaw pulley; which resulted in the force bipolar instrument jaws to get stuck open. The force bipolar instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. There were no signs of thermal damaged observed. Components adjacent to the broken wire did not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument jaws were observed to be stuck open. The customer had used another instrument to close the jaws to be able to remove the force bipolar. The procedure was completing as planned with no reported injury.